Event description:
Reportedly, after programming the device in ooo mode, it was not possible to reprogram the mode of the pacemaker to ddd mode.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, after programming the device in ooo mode, it was not possible to reprogram the mode of the pacemaker to ddd mode.